Event description:
New information received notes that programming changes were made on the insertable cardiac monitor (icm). Patient condition was stable.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the insertable cardiac monitor (icm) exhibited under-sensing. No intervention was performed. There were no patient consequences.